Event description:
Boston scientific received information that the latitude system detected a red alert from this system due to a high shocking lead impedance. It was reported that this competitive lead has always exhibited high impedance measurements. No changes to the system were made and no adverse patient effects were reported.

Manufacturer narrative:
Upon receipt in our post market quality assurance, a thorough evaluation of the device was performed. A review of the device memory showed the shock impedance was high and measured between 81ohms and 125 ohms. Visual inspection noted good lead insertion depth in the shock ports. The device passed all return product testing. No other adverse events have been reported. This product issue will be updated if additional information is received.

Manufacturer narrative:
The system remains actively implanted and no other adverse events have been reported. This product issue will be re-evaluated if additional information is received.

Manufacturer narrative:
Additional information was received in (B)(6) 2012 stating this patient was in the emergency room due to chest pains. A review of the device data via latitude noted shock impedance measurements from the competitive lead are still greater than 125 ohms. However, all other lead diagnostics are normal and there was no noise on the shock channel. A revision procedure was performed during which the competitive lead was removed from service. Additionally, this device was electively explanted due to a patient upgrade. The device was returned for testing and is currently being evaluated in our post market quality assurance laboratory. This product issue will be updated when device evaluation is complete.